Event description:
The customer provided anecdotal reports from the pediatric acute care unit in which the tubing breaks/comes apart right below the drip chamber. Specific patient event reports are not available as they were not officially reported and the tubing was not sequestered.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.